Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It is reported that the patient's hip arthroplasty was revised due to pain. The head, liner and cup were replaced.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products - part: 12-162609 name: cocr integral centralizer lot: 204490. Part: 12-1139012 name: endo ii mod head lot: 730590. Part: 139247 name: endo ii taper lot: 607230.

Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to not be reportable as it was not involved in the event. The initial report was submitted in error and should be voided.